Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized. The event was manifested by cloudy pd effluent and lower abdominal pain radiating to the shoulder. The cause of the event was reported as due to clostridium difficile. The patient was treated with fortaz (dose, route, frequency and duration not reported). At the time of this report, the patient had recovered from the event. Action taken with pd therapy was not reported. No additional information is available.